Event description:
I had a large intrauterine fibroid morcellated in (B)(6) 2012. I needed surgery to remove masses caused by tissue left behind in the morcellation. This was just the beginning of many problems caused by the original procedure and complications from the subsequent surgery. FDA safety report ID# (B)(4).